Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the following: the battery compartment was cracked; the threads on the battery cap were stripped and the cap could not secure properly to the pump; the display screen was dim and discolored; the audio bolus button was difficult to press and there was a tear in the bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.